Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead presented with low impedance in bipolar sensing with a high pacing threshold. A new right ventricular lead was attempted to be implanted, but was unsuccessful due to the patient's anatomy. The chronic right ventricular lead was reused. No patient complications were reported as a result of this event.